Manufacturer narrative:
(B)(4). G2: foreign: canada. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 10 years post implantation due to a squealing noise coming from the implant and other undisclosed issues the patient experienced throughout the years. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 proposed code: mechanical (g04) - head h11 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: a2; a3; a4; b5; b6; b7; d1; d2; d4; d6a; e1; e2; e3; g2; g3; g4; h2; h6. D10: cat# 3003940002, lot# 630b0j2501, refobacin bone cement r 2x40g.

Event description:
It was reported that a patient underwent an initial left hip resurfacing. Subsequently, the patient was revised approximately 10 years later due to pain and elevated metal ion levels. During the revision, the surgeon noted evidence of significant metal debris. All components were revised, and a total hip was implanted without complications.